Event description:
During the index procedure, the patient had 2 endeavor sprint drug-eluting stents implanted in the rca. It is reported that the patient expired approx. 39 months post index procedure. Cause of death is unknown. It is unknown if the event was related to the study device.

Manufacturer narrative:
Results and conclusion: (death). (B)(4).